Event description:
The customer has reported via the sales rep, that whilst in surgery, the surgeon wanted to use a contemporary hooded cup. The customer has reported that when the implant was opened and taken out of the inner wrapping, it was noticed by the surgeon, the assistant and the scrub staff, that a hair was sitting on the implant. The customer has reported that surgery was completed by using a rim fit cup and a 32mm head instead of the contemporary system. There was no delay to surgery as the items were immediately available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding foreign matter involving a contemporary cup was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed a hair was present on the returned device. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that a hair was present on the returned device. (B)(4) was raised by the supplier to investigate further.

Event description:
The customer has reported via the sales rep, that whilst in surgery, the surgeon wanted to use a contemporary hooded cup. The customer has reported that when the implant was opened and taken out of the inner wrapping, it was noticed by the surgeon, the assistant and the scrub staff, that a hair was sitting on the implant. The customer has reported that surgery was completed by using a rim fit cup and a 32mm head instead of the contemporary system. There was no delay to surgery as the items were immediately available.